Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow "closing assy is broken". A getinge service technician was on site on 2021-07-22 to repair the affected rotaflow drive (serial#(B)(6)). The technician replaced the closing mechanism rf drive (material# 701011680). As part of the preventative maintenance the batterypack ni-cd 24v 132wh (rfc) (material#701017188) has been replaced. The device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "closing assy broken" was performed in getinge life cycle engineering on 2016-11-02. Most probable root causes could be determined: too excessive force. Weakening due to manufacturing errors (air inclusions). Weakening due to aging. Uv light (sun) or contact with chemicals. The product in question was produced in 2014-12-02. The review of the non-conformities has been performed on 2021-09-03 for the period of 2014-12-02 to 2021-06-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the closing assy is broken. The reported failure occurred during patient treatment. The closing assy has been replaced during patient treatment. No patient harm occurred. Complaint ID: (B)(4).